Event description:
It was reported that during a procedure at the user facility, the device was determined to be overheating. No patient impact, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During service at the manufacturer, the service technician was able to confirm the reported heat symptom, attributable to the damaged rotor bearing observed during the device inspection.

Event description:
It was reported that during a procedure at the user facility, the device was determined to be overheating. No patient impact, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.